Event description:
It was reported that the customer's pump screen was dark and wouldn't turn on. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Reportedly; the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer charged the pump and continued to use the pump for insulin therapy.